Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 9 77a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 377745, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type: lead. Product ID: 377745, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type: lead. (B)(4)

Event description:
The patient reported via the manufacturer's representative (rep) their wires came off on their previous implantable neurostimulator (ins) so the implanted system was replaced on (B)(6) 2013. Relevant medical history includes non-malignant pain.